Manufacturer narrative:
Manufacturer ref#: (B)(4). Additional information received 15may2023 describing, that the approach for the procedure is jugular. The fact that the approach is jugular and nothing indicates, that the filter was fully released, therefore the filter could easily be removed. No similar incident have lead to serious injuries when using jugular approach. The event is no longer reportable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 15may2023: jugular approach was used in the procedure.

Event description:
Description of event according to initial reporter: the filter failed to release after the physician hit the blue release button. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Manufacturer ref#: (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) PMA/510(k): k211875. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.